Event description:
It was reported that there was high right ventricular lead impedance of greater than 6000 ohms. It could not be determined if the high impedance was due to a lead or device issue, so both were replaced. It was further reported that there was oversensing, a possible lead fracture, and that the patient presented to the ER after receiving multiple shocks. A lawsuit further alleged that due to shocks, the patient was "therefore forced to have an explant and then an implant of a new lead system, as well as a new ICD, scarring his already fragile heart, and forcing him to undergo additional and unnecessary complicated surgery. As a result, [patient] suffered severe physical and emotional injuries as a result of the defective sprint fidelis lead system." No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was high right ventricular lead impedance of greater than 6000 ohms. It could not be determined if the high impedance was due to a lead or device issue, so both were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; proximal segment was received for analysis. The conclusion code for the lead has been corrected. Only a partial lead was received for analysis, no conclusion can be drawn.

Event description:
It was reported that there was high right ventricular lead impedance of greater than 6000 ohms. It could not be determined if the high impedance was due to a lead or device issue, so both were replaced. It was further reported that there was oversensing, a possible lead fracture, and that the patient presented to the ER after receiving multiple shocks. A lawsuit further alleged that due to shocks, the patient was "therefore forced to have an explant and then an implant of a new lead system, as well as a new ICD, scarring his already fragile heart, and forcing him to undergo additional and unnecessary complicated surgery. As a result, [patient] suffered severe physical and emotional injuries as a result of the defective sprint fidelis lead system." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. Additional information was received and an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased and "death associated with explant."the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies were found; proximal segment was received for analysis. Only a partial lead was received for analysis, no conclusion can be drawn.